Manufacturer narrative:
Investigation has determined that major bleed, hematoma, and surgical intervention should be coded against the pump, not the introducer. As such, there is no complaint against the introducer.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella rp flex. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: the reported bleeding and hematoma at the femoral access site were managed successfully with additional suture placement and manual pressure. Device performance was otherwise normal, with stable function and no signs of pump clot. The patient continues on rp flex support, and the clinical team has been instructed on optimal flow management. Based on available information, the event appears related to access-site complications rather than device failure. Bleeding is a known potential adverse event consistent with known device-related and patient-related factors documented in the instructions for use (IFU).